Event description:
The customer reported an error with the device. Further details found that the power indicator light does not light. There was no report of pt involvement.

Manufacturer narrative:
(B)(4)